Event description:
It was reported occlusion alarms occurred, causing the customer's blood glucose level to read "high," no specific value was given. The customer administered a correction bolus via the pump, which successfully completed. Troubleshooting was started, however, the customer reverted to manual dose injection.